Manufacturer narrative:
The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings: once placed in the body, the device should be manipulated only while being observed using fluoroscopy and/or transesophageal echocardiography (tee) and while monitoring pressure at the proplege device tip. If resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Manufacturing records were not reviewed as no lot number was provided. A definitive root cause cannot be determined at this time. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings and precautions: " once placed in the body, the catheter should be manipulated only while observed with fluoroscopy, transesophageal echocardiography (tee) or while monitoring pressure at the catheter tip to avoid injury to the vessel. Align the curve of the endovent pulmonary catheter with the curve of the right ventricular outflow tract and insert into the catheter introducer sheath. If the catheter does not pass from the right atrium to the right ventricle, it may be necessary to gently withdraw and rotate catheter to change the position of the tip. If resistance to inflation is encountered, deflate the balloon and re-evaluate catheter position. Failure to do so may result in damage to the pulmonary artery. Using pressure wave form monitoring, fluoroscopy, and/or tee guidance, position the endovent pulmonary catheter in the main pulmonary artery (between the pulmonic valve and the bifurcation of the pulmonary artery). Warning: avoid prolonged inflation while the catheter is in the wedge position. This may be an occlusive maneuver and may result in pulmonary infarction." Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a right ventricular perforation occurred after placement of the endopulmonary vent and endovascular retrograde coronary sinus catheter through the right ij, requiring emergent sternotomy. This was a planned ministernotomy for aortic valve replacement; however after placement of the endopulmonary vent and endovascular retrograde coronary sinus catheter, the patient became severely hypotensive with obvious effusion on tee. It was a punctuate perforation, which was at the diaphragmatic surface of the right ventricle on the inferior edge, almost right at the septum. The small ventricular perforation was repaired with good results. They continued to use the endopulmonary vent and coronary sinus catheter. Tee and fluoroscopy were used during placement. The patient was transferred to the cvicu in stable condition and discharged on post-operative day seven (7).